Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation record received. Litigation alleges friction and wear causing toxic metal ions and particles, pain, popping sensation, metallosis, and trochanteric osteolysis. There are no medical records provided. Pfs and medical records received. In addition to what previously alleged, pfs also alleges discomfort, limited mobility, limping, and inability to effectively perform activities of daily living. After review of medical records for MDR reportability, it was stated that the patient was revised to address metallosis, pain, trochancentric osteolysis, and pathologic fracture of the greater trochanter. Revision notes reported darkened bursa and scarring. MRI report suggests soft tissue swelling, small hematoma, and fatty atrophy.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: sep 21, 2017: litigation record received. Litigation alleges friction and wear causing toxic metal ions and particles, pain, popping sensation, metallosis, and trochanteric osteolysis. There are no medical records provided. Update oct 06, 2017: pfs and medical records received. In addition to what previously alleged, pfs also alleges discomfort, limited mobility, limping, and inability to effectively perform activites of daily living. After review of medical records for MDR reportability, it was stated that the patient was revised to address metalosis, pain, trochancentric osteolysis, and pathologic fracture of the greater trochanter. Revision notes reported darkened bursa and scarring. MRI report suggests soft tissue swelling, small hematoma, and fatty atrophy. Updated product information. This complaint was updated on: oct 24, 2017.